Event description:
It was reported that following successful stent deployment, removal of the delivery system resulted in proximal dislodgement of the stent. The case was completed with balloon catheter post dilatations. Reportedly no pt injury occurred. Attempts to obtain add'l info have been unsuccessful at this time.